Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 01/14/2013. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted leakage from a circular opening at the shell/buckle junction site. Analysis noted signs of erosion, discoloration, and acid degradation on the port and band tubing. Analysis noted that the band tubing was broken with striations consistent with surgical end cut to remove the device.

Event description:
Patient reported having previous band slippages and two previous surgeries to reposition the lap-band system. During a recent defill of the band the tubing was perforated by a needle stick. Investigation in progress. Follow-up findings: patient stated that doctor said that the band had just come apart due to wear and tear and that this just happens. The patient believes that the doctor punctured the device but will not know for sure until it is removed and analyzed, however the patient does not want to return the device for evaluation. Additional information indicated that the patient had a band replacement, instead of a "repositioned lap-band system" at a date not specified after the band was implanted and six weeks later, another band was placed that has a fill volume of 10mls. The patient has mentioned that the device will be returned for analysis. Follow-up findings: device analysis observed leakage from a circular opening at the shell/buckle junction site. See related medwatch report # 2024601-2012-00036.